Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with high pacing impedance and capture thresholds on their right ventricular lead. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.